Manufacturer narrative:
The field service engineer (fse) found loose tubing from the bsv to rear blood detector. The fse replaced all tubing from needle cartridge through bsv to blood detectors and verified primary aspiration. During troubleshooting the fse found a hole in diluent tubing causing a leak from the bsv wm6 (wire marker 6) to the peltier module. The tubing was replaced to resolve this leak which may have contributed to the differential flags. (B)(4). This MDR is related to MDR 1061932-2014-02351, for a similar issue on a different date at the same customer facility using the same analyzer.

Event description:
The customer reported obtaining various differential flags on the coulter lh 500 hematology analyzer and found that sample tubing from wire marker (wm11) to the mix chamber was broken / cracked at the boot. The customer stated that a contained leak of approximately twenty (20) ml from the analyzer occurred after the customer removed the blood sampling valve (bsv) to replace tubing. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, glasses and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.